Event description:
"Multiple misfires of clips: three before insertion, 2 misfires on cystic duct. Potential damage to cystic duct."

Manufacturer narrative:
Upon receipt and evaluation of incident device, a final report will be sent.